Event description:
The customer reported a leak in the solex catheter (lot 204764). An air trap alarm was displayed on the thermogard xp ivtm system. Blood was observed in the start-up kit (suk) and the nacl bottle was empty. The dwell time was 6 hours. The catheter was inserted smoothly into the subclavian site on the male patient on the first attempt, for fever prevention. Approximately 250ml of saline infusion into the patient's bloodstream is suspected. The catheter was replaced to continue therapy using the same console. No injury to the patient.

Manufacturer narrative:
The reported complaint of a leak in the solex catheter (lot 204764) was confirmed during functional testing. A pinhole leak was observed in the middle of serpentine balloon during the functional in/out lumen test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed in the serpentine balloon and in the luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumen were flushed without resistance. During the in/out lumen test, a pinhole leak was observed in the middle of serpentine balloon, thus, confirming the reported complaint. Pressurized functional testing could not be performed due to the pinhole leak discovered during the in/out lumen test. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the solex catheter with lot number 204764.